Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 34 mm amplatzer septal occluder (aso) was implanted. Per report, there were adequate rims to position the aso and it was noted to be well seated and secure before release as indicated by the push/pull test. It was reported the defect was large and the user selected a device whose dimensions were larger than those measured on both tee and angio. Per report, the physician believed the high right heart pressure contributed to the dislodgement of the aso into the right ventricular outflow tract. On (B)(6) 2016, the aso was surgically removed and the defect was closed. The patient was reported to be in stable condition.